Event description:
It was reported that the patient was implanted a durom femoral component 48 code n on (B)(6) 2005. The patient was revised on (B)(6) 2013, due to the fracture of the femoral neck. It was reported that the breakage occurred after the patient jumped from a platform.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).